Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned 0454-100 due to the damage to the tip of the device. Visual evaluation noted that the tip of the device is broken. The most likely cause for the reported failure can be attributed to use error due to excessive user-applied mechanical forces.

Event description:
On 11/6/2023, it was reported by a sales representative via sems-06392069 that an 0454-100 galileo lag screw inserter was broken due upon the removal of an aos nail. This was discovered during an unspecified procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.